Event description:
The holmium laser 100 watt machine was being fired when the sheath on laser fiber shredded. Some of the laser fibers were missing from the sheath. The fibers were unable to be visualized in the patient.